Event description:
Pt reports very bad degeneration of her total spine. 3rd surgery had a system from l-4 thru 5-1 through the rear of spine and it wouldn't let spine fuse. Continued to have very bad pain. In 1992 had a titanium plate +6 screws in neck -c5-c6-c7 and continued to have bad pain there too. The screws have worked loose enough to show halos around them. As of 1996 still haven't fused. In 1993 had a system at l3-l4 nad pt. Asked that they remove the previous longer rods. Per pt they also went through the rear then too. Pt had a stroke during the surgery and still has the clot in the artery.